Manufacturer narrative:
The reported field event of capture anomaly could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer reference number: 2017865-2022-44793. It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. During examination of the lead, it was noted that the right ventricular (rv) lead was not capturing and had r wave sensing issue. The patient was brought to the lab for lead revision on (B)(6) 2022. During rv lead revision procedure, a new lead with stable electrical measurements was placed into rv apex but after connecting it to the implantable cardioverter defibrillator (ICD) it was noted that the lead was not capturing. The physician suggested ICD to be the cause for no capture and asked for a device replacement. The ICD was explanted and replaced in the same procedure as rv lead on (B)(6) 2022. The lead and device measurements were acceptable. The patient was in stable condition throughout.